Event description:
During a follow-up in-clinic upon interrogation, the device was found to be in back-up mode (bvvi) due to the device being close to end of service (eos). The device was explanted and replaced to resolve event. The patient was stable with no consequences.